Event description:
Philips received a complaint by the customer on the v60 indicating that the devices display was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Discussed 1st generation (gen) liquid-crystal display (lcd) vs 2nd gen and options for repair. The rse provided parts ID for the 2nd gen user interface (ui) assembly. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this repair, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.